Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had issues with sound and was under the audio issues field action. The customer¿s blood glucose level was 238 mg/dl at the time of the incident. Troubleshooting was not completed as the customer declined. The customer stated that they were hospitalized for non diabetes reasons such as attempted suicide by pump and mental health issues. The customer stated there was nothing to blame on the pump. No further details were provided. The insulin pump will not be returned for analysis.